Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller stated the patient (pt) needs to get an MRI but they don't know if the device is compatible with an MRI. Caller said the device hasn't worked in years. Caller stated they lost the charge about a year after implant and the patient never got it charged back up. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed MRI eligibility form.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.